Event description:
Medical records received indicated that the revision operative notes (B)(6) 2021 indicate the patient received a right total knee revision due to pain, instability, swelling, difficulty ambulating, and poly insert wear. The surgery was completed without indication of complication by the surgeon. Office notes provided within the medical record also indicate the patient is experiencing poly wear on her left sided depuy lcs insert as well. No intervention provided. Additional information received indicated the following: 1. What is the product number and lot number of the reported insert? - if you are asking about the device that was used on (B)(6) 2021 on this subject, it is below: catalog ID: 129418410 / product ID/lot number: hu1014 .- for the devices used 2003 & 2004 procedures, there are no information that I can pull on the subject¿s file. 2. When was the date of implantation or primary surgery? - per operative report: ¿[subject] has a history of bilateral total knee arthroplasty done approximately 20 years ago.¿ - per patient visit report on (B)(6) 2021, subject is status post bilateral lcs arthroplasties, right side in (B)(6) 2003 and left side in (B)(6) 2004. A. Product details - lot numbers and / or product codes. Catalog ID: 129418410 / product ID/lot number: hu1014. No other information can be pulled for the subject¿s procedure from 20+ years ago, unable to give product details or surgery details from those dates, only the (B)(6) 2021 revision procedure.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b7 and d6a. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (clinical codes).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right total knee to address polyethylene insert wear date of implantation: unknown. Date of revision: (B)(6) 2021. (Right knee). Treatment: revision of depuy lcs insert.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.